Event description:
It was reported that a patient was seen in the doctor's office for an unspecified reason. X-ray revealed a broken rod. The patient is reportedly asymptomatic. No revision surgery is planned. The patient is to follow-up after one year if there are no complications.

Manufacturer narrative:
No product was returned for evaluation. X-rays were not provided to the manufacturer for evaluation. With the available info, a cause or contributing factor cannot be identified.